Manufacturer narrative:
The thermogard console failed functional testing as temperature briefly peaked at its maximum but began to decline immediately, as the console was unable to sustain it. In addition, sparks were observed from the heater wiring inside the connector of the pic16 board. The pic16 circuit board was replaced to remedy the fault. In addition, the danfoss module and the left rear bracket were replaced as a precaution since the excessive current was potentially applied to the parts due to the failed pic 16 board. Following the service, the thermogard console passed all tests, and readings were within the specified limits. Additional information, h11.

Event description:
On january 27, 2025, an azm technician encountered a tcmid:06 (ce post failure) error message while inspecting the thermogard console (sn (B)(6)) at a customer site before performing the preventive maintenance. Despite initial troubleshooting, which allowed the device to pass self-testing, the unit failed during further testing as the console was unable to maintain the water temperature in the coolant well. No patient involvement.

Manufacturer narrative:
During service performed at the customer site, the thermogard console (sn (B)(6)) displayed a tcmid:06 (ce post failure) error message. The root cause of the reported complaint was burnt pins inside the connector of the pic16 board. The most probable root cause of the burnt pin was moisture diffusing into the system and vibration during use, causing contact arcing. The thermogard console failed functional testing as temperature briefly peaked at its maximum but began to decline immediately, as the console was unable to sustain it. In addition, sparks were observed from the heater wiring inside the connector of the pic16 board. The pic16 circuit board needs to be replaced to remedy the fault. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard console with sn (B)(6).